Event description:
After several attempts using the same catheter and some manipulation, the physician tried to pass the spring wire guide (swg) into the artery. There was good blood return. Due to insertion difficulty, staff was "not sure insertion was complete." Md pulled back on wire and what appeared to be a hair/fiber protruding from catheter. When pulled on, fiber broke. Fiber was pulled on and broke again. Catheter was removed. Upon further investigation, they discovered hair/fiber was actually a piece of swg. The distal end of wire appeared bent but intact. X-ray was negative for residual wire. There were no pt complications or adverse sequelae related to this event. Follow-up report will be filed when eval is complete.